Manufacturer narrative:
Device review: the device was not returned to the MFR for physical eval. The customer was unable to provide the MFR with the lot number of the liberty cycler set, dual pt connect used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three lot numbers shipped to the customer during that time period. No product is available from these lots to be analyzed as they have all been sold and distributed. The batch production records for these lots were reviewed. The batch records confirmed that released product met specs; and documented mfg process controls were within spec. Per the documented product investigation, there was no indication that the fresenius liberty cycler set, dual pt connect caused, contributed to or was a factor in the reported event. Medical records show the pt was administered antibiotics prior to the pd cultures being drawn. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical records concluding summary of findings: as the event occurred while on cycler, this remains as a system level investigation of all fmc products used by the pt at the time of event. Currently with the negative cultures and continuation of pain with no exit site infection, we do not have definitive info to point to any specific cause or contributing factors for the development of peritonitis. At this time, the cause of the peritonitis is not determined.

Event description:
A peritoneal dialysis nurse reported a pt was previously hospitalized and diagnosed with peritonitis. The pt called the clinic after hours due to pain during treatment and reported taking hydrocodone. The pain worsened and the pt was instructed to go to emergency room (ER). Follow-up review of the medical records indicated the pt had pain for about a month with nausea and vomiting prior to ER visit. The pt was given levaquin per her primary care physician prior to the peritoneal dialysis (pd) culture and sensitivity testing was performed. The labs were later taken and came back negative. On an unk date, the patient's pd white blood cell count (wbc) result was 165 (following previous treatment with levaquin). The pt was subsequently treated with vanco and fortaz empirically. She finished the prescribed medications and continued to experience vomiting and nausea and pain in the right flank with no evidence of site infection. Another wbc was performed and the results were 488 with no growth of any organisms. The pt was not prescribed and additional medications. However, the pt was switched from peritoneal dialysis treatment to hemodialysis treatment.